Event description:
A customer was using the centrifuge when the lid dropped into the centrifuge and was propelled out into the room. The lid did not result in injury to the users.

Manufacturer narrative:
The sero-fuge centrifuges are designed with many safety features which are intended to provide safe operation during centrifugation including but not limited to: locking lids, interlocks to prevent the lid from being opened when the rotor is spinning and instructions to the user about balancing the centrifuge load to reduce the change of tube breakage. The user is also cautioned to inspect the rotors routinely for visible signs of cracks, wear or damage. The locking lid feature is designed to protect the user from direct harm from flying debris and prevents the user from opening the lid until the motion has stopped. Bd replaced the customer's damaged unit and arranged for the return of the broken unit in order to conduct an investigation and determine how the unit failed. The unit has been received and the investigation has been initiated. A supplemental report will be submitted once the investigation is complete.